Event description:
A low reading issue with the Abbott Diabetes Care (ADC) device was reported. The customer received an unspecified lower scan result on the ADC device compared to an unspecified reading obtained on the competitor brand meter. It is unknown whether the customer noted a trend arrow on the device. The customer experienced symptoms such as blurred vision, vomiting and was unable to self-treat. As a result, the customer became hyperglycemic and had contact with a healthcare professional (HCP) who obtained glucose results of 552 mg/dL, 336 mg/dL, 118 mg/dL and provided fluids, insulin drips (dose/type unspecified) for the diagnosis of Diabetic ketoacidosis (DKA). There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Physical investigation of product is not anticipated as reporter indicated device was discarded. Investigation will be performed per ADC's established processes and procedures, and a report will be submitted upon completion of investigation activities.All pertinent information available to Abbott Diabetes Care has been submitted.